Event description:
Information received indicates the head section goes down by itself. A critically ill patient is on the bed and needs to be positioned correctly.

Manufacturer narrative:
The rental bed was exchanged for a new bed.